Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states the needle is flimsy and the safety is harder to use. The customer further reported the safety shield does not slide easily and it does not lock into place.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, the most possible root cause can be due to disorientation of the shield at the loading station, resulting in the open locking tab side of the shield being exposed to the pick-up fingers of the loader. As the loader cycled down, one of the fingers struck the tab and damaged it. The shield then recycled into the feeding system and was eventually loaded onto the machine. Inspectors routinely examine a statistical sample both physically and visually. Specifically, inspectors routinely examine a statistical sample both physically and visually. Shield activation tests are performed on samples from each lot. The pick-up fingers of the shield loading stations on two assembly machines were shortened to prevent them from contacting the locking hub if the shield becomes disoriented on the track. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident.